Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: they did not keep the device; there was a small opening at crotch of stapler after it was fired. Surgeon sutured it and was fine; no issues with patient. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, after the first firing, there was an incomplete staple line at the crotch of device. Surgeon sutured staple line where it was incomplete. No adverse consequence to the patient reported.